Event description:
It was reported that during inspection for use, the gastrointestinal videoscope displayed error code e315 (scope error). There were no reports of involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: liquid immersion of the scope connector caused image error e315. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.